Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that no measurement was noted on the rv to svc and svc to can vectors since implant. Possible svc coil damage or loose connection. The physician opted to program off the svc coil.